Event description:
The customer reported a brownish liquid leak around the front of the dxh 800 hematology system, but could not pinpoint the source. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed. There was no death, injury or change to patient treatment attributed or associated to this complaint. There was no impact to patient results as a result of this event, they had not been run. (B)(4) is associated with this event. The field service engineer (fse) observed that the nrbc chamber was overflowing. The instrument was inspected and the fse found that it was draining slowly. The fse removed the mixing chamber and found the core from a tube cap. Chamber was replaced and the fse verified that it was operating properly. There was no further evidence of leaking. Root cause for the leak was a tube cap particle clogging the mix chamber. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).